Manufacturer narrative:
H6: additional method code: 4109. Additional information in h6: investigation type, findings, and conclusions. The lot number was not reported, and the device was not returned, therefore a DHR review is unable to be performed. The device was not returned but photos provided show a fragment of mobi-c poly-core. The complaint is confirmed for mobi-c implant for the failure of fracture. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c patient presented with leg numbness two years post-operatively. Imaging revealed that the c4-5 mobi-c poly-core was fractured at the right anterior corner. A revision surgery was performed to remove the fractured implant and replace with an acdf.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. G4: this device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by p110009 under product code mjo. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c patient presented with leg numbness two years post-operatively. Imaging revealed that the c4-5 mobi-c poly-core was fractured at the right anterior corner. A revision surgery was performed to remove the fractured implant and replace with an acdf.